Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: +86 13709187895. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was jamming of the preloaded monofocal intraocular lens (iol) during implantation resulting in damage of the iol. The lens was not implanted. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 13 june 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod fully retracted. The cartridge tip was observed to be damaged. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and no damage or viscoelastic residue was identified. The device assembly was inspected and no issues were identified. The plunger rod advancement was inspected and no resistance was felt. The lens was received with a cut that did not go through the entire lens and several cut marks. The lens was cleaned and presented with no further issues. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record evaluation: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.